Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today¿s date has been entered in the required field. A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
Revision surgery was planned for (B)(6) 2012, as a result of the loosening of two expedium set screws. One of the two set screws is reported to have came off, causing the patient's rod to move. The devices were implanted approximately three weeks prior to the reporting of the complaint. The surgeon is concerned that loosening may be related to the viper2 final tightener handle that was used to tighten the set screws. See mfg medwatch report no. 1526439-2013-32939 for the first set screw that was involved in this event. See mfg medwatch report no. 1526439-2013-32940 for the second set screw that was involved in this event.

Manufacturer narrative:
As reported, the surgeon was concerned that set screw loosening (see mfg medwatch report nos. 1526439-2013-32939 and 1526439-2013-32940) may have been related to this viper2 final tightener handle. Torque testing of the returned viper2 final tightener handle found no defects or any abnormalities. The instrument functioned as intended per the required test method. Review of the device history record found no issues were identified during the manufacturing and release of this final tightener handle that could have been contributed to the problem reported by the customer. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause of the patient's two set screws coming loose, resulting in concomitant device rod loosening, cannot be positively determined. The viper2 final tightener handle met all quality specifications while it functioned as intended. No corrective action/preventive action (CAPA) is required at this time as there have been no issues identified in the manufacturing or release of this device and there have been no systematic trend. Therefore, this complaint will be closed with no further action required.